Event description:
The patient contacted animas on (B)(4) 2013 reporting blood glucose levels up to 32.2 mmol/l with increased thirst, vomiting, and upset stomach. The patient reported that after multiple site changes, blood glucose levels were down to 25.4 mmol/l . The patient reported that upon waking in the morning, the tubing was found to be disconnected from the cartridge. The pump prime history indicated that the last site change was two nights prior. The patient confirmed that the luer connection was not broken and the cartridge and tubing were working for some time prior to becoming disconnected. The patient confirmed that the connection was tight when the cartridge was placed into the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to the luer connection becoming disconnected.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution.